Event description:
Surgeon reported the following, l-extension can be shaped but stiffness and force resulted in loss of fixation.

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported after the investigation is completed on a supplemental report.

Manufacturer narrative:
Evaluation summary: as the reported product details state: pelvis ii infrapectineal plate, small the investigation was done on pelvis ii system and associated catalog numbers 425931 and 425932. The actual catalog # and lot# still remains unknown. The reported event that the plate is too short and shaping resulted in loss of fixation was determined to be user related. The right implant selection for a given patient is in the responsibility of the surgeon. The plates have a mid-range of rigidity. See pelvis ii system overview (content ID: mt-st-1 rev 2, 07 ¿ 2014): ¿in the case of the quadrilateral surface plates and the pre-curved matta plates, the radii of curvature and the contouring of the plates to match the irregular topography of the pelvic bony anatomy were achieved by anatomic studies and more recently, with c-t scan technology. This led to the design of implants that could approximate the appropriate size and shape of the bone for the majority of patients. However, there may be some cases where the implants do not provide best fit and additional contouring and/or other solutions for fixation may be required.[¿] stainless steel, annealed plates designed to be in the mid-range of rigidity, yet flexible enough to allow desired fit to the irregularities of the pelvic surface contours.¿ see instruction for use v15013/k for non-active implants: ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered." [Original statement] a review of the device history was not possible because the lot number was not communicated. No device related problems were found during the investigation. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon reported the following, l-extension can be shaped but stiffness and force resulted in loss of fixation.